Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.

Event description:
The customer reported a button error alarm and moisture underneath the screen. Troubleshooting was performed, and the customer did not press the buttons for more than three minutes. Advised that the insulin pump would be replaced. Nothing further was reported.